Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer did not recall any significant events leading to the alarm. Customer's blood glucose readings at the time of the incident were 46 mg/dl due to overcompensating. Customer has treated with food. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.